Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of type ib endoleak. There was evidence to reasonably support that a non-endologix stent was implanted distal to the left iliac (23mm between stents) per CT scan on (B)(6) 2016 (off-label). Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, a type ib endoleak was detected. The physician elected to treat the patient by implanting an extender ovation ix device and coiling the hypogastric artery on (B)(6) 2016. There have been no additional patient sequelae reported.